Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the severely tortuous and severely calcified anastomotic site of the vessel. A 6.0x40, 40cm mustang¿ balloon catheter was advanced for pre-dilatation. The device was initially inflated at 20 atmospheres and the second inflation at 24 atmospheres. However, on the third inflation at 24 atmospheres for 120 seconds, the balloon ruptured. The device was removed and the procedure was completed. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).